Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
No ge service was performed. Customer repaired the system. No further repair info is available.